Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and clicking sound. Xrays showed the neutral femoral adapter bolt had sheared off. The femoral component/femoral sleeve construct broke at the adapter/locking bolt junction, this is why the femoral component was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. The initial reporting stated no additional investigational inputs were available. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the reported device loosening based on the information provided. Based on the inability to determine a root cause and no evidence of product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.